Event description:
Boston scientific (bsc) crm received info that this right ventricular (rv) lead 4136 was explanted and replaced with a new rv lead 4456 because the physician was concerned that the lead had perforated the pt.